Event description:
It was reported that the uv flash transfer set patient connector separated from the titanium adapter. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The requested sample was returned and evaluated. During visual inspection, no issues were noted. Leak testing, clear-passage testing and clamp function testing were performed without any issues. No leak was found during the integrity of the seal surface test. The inside diameter of the patient connector was measured and was found to be within specification. As a result, the cause of the reported issue can not be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. If additional relevant information becomes available, a supplemental report will be submitted.